Event description:
Report received from baxter states "the pharmacist reported, that nearly at the end of the infusion the reservoir burst and the pump "sucks" blood completely through the whole tubing back into the housing." Reporter states no patient injury resulted. Additional information received from baxter-germany indicates that approximately 2-3ml of blood had backed up into the tubing. The report states the device was removed immediately after the reservoir burst and the patient "was not impacted medically by the event."